Event description:
It was reported the pt had difficulty communicating with the charging system. It was reported the ipg may have been angled in the pocket site. A replacement charging system was sent to the pt. F/u identified the replacement device did not resolve the issue. The physician surgically repositioned the ipg on (B)(6) 2013, to resolve the issue. F/u identified the issue was resolved and the pt was able to recharge the ipg successfully postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.